Event description:
Subsequent to the previously filed medwatch reports, user facility medwatch report received states, "event desc: patient's fem-pop area did not have optimal flow in the distal region so the plan by cath lab was to balloon vessel and place stents. One stent was placed successfully. When the second stent was inserted, part of the delivery system (section of device proximal to balloon as well as balloon) and stent broke off and remains in the patient. The first stent is in place where intended, the 2nd stent is not. Patient to have device removed in the or. What was the original intended procedure? See above. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)."

Event description:
It was reported that during a procedure to treat an occlusion in the femoral popliteal graft, a non-abbott stent was implanted. Another non-abbott stent system was advanced but could not cross. An unspecified stent system was advanced; however, could not cross. An rx acculink stent delivery system (sds) was advanced and resistance was met. Reportedly, force was applied to the rx acculink sds and the catheter separated into two pieces. The separated portion (distal segment of the stent system just before the stent implant) remained in the patient anatomy. The proximal segment of the stent system was withdrawn from the patient anatomy without resistance. There was a clinically significant delay in the procedure due to the patient ultimately being sent to surgery the next day and the separated segment was successfully removed. There was no adverse patient sequelae, the patient was discharged five days post procedure and is reportedly doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Incorrect anatomy and excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported that as resistance was met during advancement of the self expanding stent system, force was applied, resulting in the shaft separating. It should be noted the stent placement precautions section of the rx acculink carotid stent system instructions for use (IFU) states: if resistance is met during delivery system introduction, the system should be withdrawn and another system used. Additionally, it was noted that the acculink was used in the femoral artery. It should be noted the indications section of the IFU states: the rx acculink carotid stent system, used in conjunction with the abbott vascular embolic protection system, is indicated for the treatment of patients at high and standard risk for adverse events from carotid endarterectomy who require carotid revascularization.